Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increased impedance and the threshold had also increased. It was noted that the caller suspected a possible fracture and the patient feels a ¿vibration.¿ the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.